Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products 5076, implantable pacing lead 2009-(B)(6); 4196, implantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, variable, with oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 4 non-sustained tachycardia episodes of less than 220 ms v-v cycle were recorded between 07 march and (B)(6) 2013. The 9256 v-sic occurred since implant. The maximum rv pacing impedance rose from an approximate baseline of 500 ohm the week (B)(6) 2013 to greater than> 1000 ohm the week ending (B)(6) 2013 with impedance variation between 364 and 1552 ohms between the weeks ending (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had an episode of asystole due to no capture of the right ventricular (rv) lead. The rv lead appeared to have a fracture with high impedance and noise. A lead revision was planned to replace the rv lead. It was also reported that the right atrial (ra) lead showed far field r wave oversensing and unstable impedance on the stored electrogram. The ra lead was reprogrammed and remains in use. The left ventricular (lv) lead showed a slight decrease in impedance on the trend data. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.